Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The parent reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2021 on a nasal swab. Antigen test on (B)(6) 2021 and rapid diagnostic test at daycare center on (B)(6) 2021 was performed and generated negative results respectively. Pcr confirmation testing generated negative result (platform unknown). The parent stated the patient was symptomatic and experienced cough, runny nose on (B)(6) 2021 and felt like not eating anything on (B)(6) 2021 . Healthcare provider prescribed allegra medication after patient tested negative with antigen test on (B)(6) 2021. Additionally, parent stated that medication prescribed to patient did not worked.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 154389 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 154389, test base part number 195-430h / lot 151075. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 154389 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample.